Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system had a malfunctioning hdmi (high-definition multimedia interface) cable. It was reported that the main cart was a displaying a 'no video detected' message, but the camera cart monitor was displaying regular video. Initially, the main cart displayed video upon being turned on, but this changed to "no video detected." Troubleshooting steps included reseating the hdmi cable into the back of the computer and the dongle, as well as confirming the main cart monitor was set to hdmi mode, but these actions did not resolve the issue. It was noted that the bottom portion of the hdmi cable was bent, and straightening the cable caused the video on the main cart monitor to flicker. Another manufacturer representative (rep) called the next day for additional troubleshooting. The rep had replaced the hdmi cable that was sent to him and noted that the main cart monitor displayed the medtronic splash screen for a few seconds before moving to a black screen. A spare hdmi cable was used, but the problem persisted. The hdmi cable was then connected to the camera cart monitor, which displayed the login screen as expected. There was no patient involved

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735823, ubd: unknown, UDI#: unknown h3 h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A05: applicable to the malfunctioning hdmi cable a110201: applicable to 'no video detected' (upon bootup) a1102: applicable to 'no video detected' message a0902: applicable to the main cart monitor to flicker when straightening the cable, as well as the black screen medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the monitor and hdmi cable were replaced. The 9735795 monitor (lot #: 17310545) was returned to the manufacturer for evaluation. The returned monitor had two major impacts, on the bottom and left side, with corresponding cracks across the display. Otherwise, the monitor displayed a good image with normal sound. The touch function was not working. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795r, serial/lot: -, ubd: unknown, UDI: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.